Event description:
A non-healthcare professional reported eye tracker was not tracking in patient eye with unknown timing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) found that the eye tracker was not activated during the procedures after examining the logfiles. Fse explained to the customer how to adjust the eye tracker. Fse performed system verification as per sir (service installation record). Review of the log file for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed gas change, skipped scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The log file shows 18 successfully performed treatments. The reported treatment could be identified in the logfile. Log files show that ir illumination was not on before starting the treatments and the eye tracker was not activated during the treatments. No technical problem can be identified during log file review. The root cause could be determined as user error, as the user deactivated eye tracker. According to procedure manual: do not switch off the eye tracker function. If the ablation is done without eye tracking, deviation of the best possible clinical result may result. The manufacturer internal reference number is: (B)(4).